Event description:
It was reported, that the doctor surgeon went off label and used the screwdriver on power. Over torque the driver and broke the tip of the screwdriver. Screw was then removed with the tip of the driver.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.